Event description:
It was reported that during the surgery, surgeon reduced the fracture, placed the plate and when tried to tighten the screw, the tip of the screwdriver wasn't grabbing the screw very well. It seemed to have its tip rounded. Procedure was continued by using the short screwdrivers. Procedure was completed successfully, without affecting the patient and without alterations in the surgical times.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that scrdriver shaft t8 cylindric w/groove sh had broken on tip. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the scrdriver shaft t8 cylindric w/groove sh would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review conducted: part number: 313.304 lot number: 1978p20 manufacturing site: hägendorf release to warehouse date: 05-oct-2022 a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.